Manufacturer narrative:
H.6. Investigation: bd received 7 photos from the customer for the investigation. The photo was reviewed and the indicated failure mode for red cell hang-up was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Retention samples were tested for silica and all samples met product specifications. Retention samples were also inspected visually, with no abnormalities found. This complaint was the 1st complaint received for this reported condition and lot number. The customer photographs attached indicate underfilled specimens. Bd received 7 photos from the customer for the investigation. The photo was reviewed and the indicated failure mode for red cell hang-up was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Retention samples were tested for silica and all samples met product specifications. Retention samples were also inspected visually, with no abnormalities found. This complaint was the 1st complaint received for this reported condition and lot number. The customer photographs attached indicate underfilled specimens. Sst¿ tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. See h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® sst blood collection tubes experienced red cell hang up during use. The following information was provided by the initial reporter: the sst tube began to be used on (B)(6) 2020, and it has been used for a month till now. According to the customer's feedback, compared with the import tube used before, the phenomenon of red cell hang up in the tube wall and hemogard cap was increased, and the red cell ring often fell off and floated in the serum. On (B)(6) the instrument (beckman dx800)gave an alarm,then the department found that it was caused by sample needle was blocked because it suck into the red cell ring. The needle would be cleaned after daily operation and would be replaced a new one every week. After investigation, the temperature of tubes collection and storage was appropriate, the operator did not change, and the operation process did not change. The customer suspected that it was the tubes¿ product issue and hoped that the manufacturer would give a solution after fully investigating the cause.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd vacutainer® sst blood collection tubes experienced red cell hang up during use. The following information was provided by the initial reporter: the sst tube began to be used on (B)(6) 2020, and it has been used for a month till now. According to the customer's feedback, compared with the import tube used before, the phenomenon of red cell hang up in the tube wall and hemogard cap was increased, and the red cell ring often fell off and floated in the serum. On (B)(6), the instrument (beckman dx800) gave an alarm, then the department found that it was caused by sample needle was blocked because it suck into the red cell ring. The needle would be cleaned after daily operation and would be replaced a new one every week. After investigation, the temperature of tubes collection and storage was appropriate, the operator did not change, and the operation process did not change. The customer suspected that it was the tubes¿ product issue and hoped that the manufacturer would give a solution after fully investigating the cause.